Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver displayed a call tech support screen. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing could not be performed due to the call tech support screen. The vibrator was manually tested and passed. The receiver case was opened and an internal inspection was performed and passed. The vibrator resistance was measured and passed. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.